Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during dwell 5. The home patient (hp) stated they disconnected during therapy to use the restroom and then drain 5 resumed without hp being connected. The technical service representative (tsr) assisted the hp with troubleshooting. The tsr advised the hp to inform their nurse the next day. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The system error 2240 alarm was confirmed, and the cause was use error due to the patient disconnecting from the set. A batch review could not be performed as a lot number was unknown and the sample was not returned. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.